Event description:
The manufacturer received information alleging visualization of particles in the water chambers and white powder at one of the air exhaust going from the device to the water chamber. The patient alleges polyps growing in their mandelas. Medical intervention was not specified. Additionally, the patient alleges the device from time to time would shut off and not turn back on; even though the mask is on. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 04/25/2023, and section h10 should be reported as: the manufacturer received information alleging visualization of particles in the water chambers and white powder at one of the air exhaust going from the device to the water chamber. The patient alleges polyps growing in their mandelas. Medical intervention was not specified. Additionally, the patient alleges the device from time to time would shut off and not turn back on; even though the mask is on. After the third attempt to have the device and components evaluated, the customer responded, and device return details unsuccessful. But device has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In box h evaluation method code grid, evaluation results code grid and conclusion code grid were updated in this report.